Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00229 on 16-sep-2021. Additional information (16-sep-2021): a siemens customer service engineer (cse) replaced the atellica ch 930 analyzer sample probe and cleaned the dilution washer aspirate probe 1 and tubing to remove a partial blockage. Siemens reviewed the atellica ch 930 analyzer autocheck logs, which showed failures with sample arm level sense diagnostics when the sample arm moved angularly and vertically. These failures indicate an alignment issue with the sample arm. The sample arm level sense failures are no longer present after the sample probe was replaced and aligned by the cse. The cause of the event was a misaligned sample probe. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer was dispatched to the customer site. The cse replaced the atellica ch 930 analyzer sample probe and cleaned the dilution washer aspirate probe 1 and tubing due to a blockage. The cse also performed mechanical alignments and priming. Quality controls (qc) were then run and 15 patient precision runs were performed, recovering acceptably. Siemens is investigating the issue.

Event description:
Two discordant, falsely low total bilirubin (tbil) and carbon dioxide (co2) results were obtained on two patient samples. The discordant results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer, recovering higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil and co2 results.